Event description:
Patient's prostaglandin e, infusion alarmed "occluded" with a psi reading of 12. The microfilter was not cracked, clotted, or leaking. Filter was changed out and infusion resumed at an acceptable psi of 0.2 to 0.4. Infant did not have any decrease in oxygen saturation at this time. The same event happened again the next day but that filter was not saved.